Event description:
It was reported that the pump dispensed insulin during the load step of a routine cartridge and infusion set change. The pt stated that over 40 units was pushed out during the load step. He said that he attempted a second time with a new cartridge from same box with same result. The pt then filled another new cartridge from a different box and the pump pushed out about 70 units during the load step. He described correct cartridge techniques.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. According to the black box and history, there is no evidence that a loss of cartridge detection had occurred. During testing, the pump pushed out approximately 60 units before recognizing the cartridge. During eval, the force sensor was found to be out of calibration and the force sensor plate was found to be dimpled.